Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that during preventative maintenance, it was observed that the device was getting a "proximal pressure sensor auto-zero failed" (diagnostic code 110b) error message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was determined that the issue was caused by an operation failure in the solenoid valve. Necessary replacement: solenoid valve × 2.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) replaced solenoid valves #3 and #4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the solenoid valves #3 and #4 was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
H10: the removed solenoids, x-valve (number 3 and 4) was returned to the product investigation lab (pil). The pil technician installed the solenoids into a pil ventilator to duplicate the reported issue. Visual inspection of the solenoids revealed no evidence of damage or contamination. The pil tech performed the testing and verified and confirmed no alarms or fault related diagnostic codes were generated during 20 minutes of standard test bed (stb) operation. The pil could conclude that no problem/fault found related to returned suspect solenoids.